Manufacturer narrative:
Medwatch fields b7 other relevant history and d4 expiration date were updated. The investigation determined that the event was due to a sample specific issue. The provided calibration and qc data were acceptable. The elecsys rubella igg assay has a higher sensitivity due to its assay format. Ther was no evidence of a device malfunction.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys rubella igg result for one patient from the cobas e 801 analytical unit compared to the results from abbott alinity at other laboratories. On (B)(6) 2025, the result from the cobas e 801 was 31.4 iu/ml (immune). Results from abbott alinity using the same sample: on (B)(6) 2015: 5.6 iu/ml (non-immune). On (B)(6) 2015: 5.5 iu/ml (non-immune). On (B)(6) 2015: 5.8 iu/ml (non-immune). On (B)(6) 2015: 6.5 iu/ml (non-immune). On (B)(6) 2015: 6.1 iu/ml (non-immune).